Event description:
It was reported that the pt's knee was revised due to pain. During surgery, the articular surface was removed and found to be broken.

Manufacturer narrative:
Eval summary: surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The cause for the spine fracture is unk. Spine fracture could occur due to improper/high loads particularly with external/internal rotation of the knee. A definitive root cause cannot be determined with the info provided. Eval: visual exam shows significant wear, pitting, discoloration, and evidence of micro-motion. The condition of the component makes dimensional analysis irrelevant, as it is likely inaccurate. Device history records indicate all components were manufactured and inspected to specification.